Event description:
Boston scientific received information that this patient presented to the hospital with shortness of breath and heart failure symptoms. Additionally, the patient complained that the pacing was capturing the chest muscle. A chest x-ray confirmed the left ventricular (lv) lead had dislodged. Testing noted the lead was not capturing in any configuration. Therefore, a new lv lead was successfully implanted. One day post-implant, the patient noted improvement. No adverse patient effects were reported.

Manufacturer narrative:
It was noted that this lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.